Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prior to the procedure, the patient had a reduced ejection fraction. The physician asked the anesthesia team to start medication prior to the procedure to support heart function. Medication was not given. One clip was successfully implanted, reducing mr to a grade of <1. After the procedure, the patient had a cardiac arrest on the table. CPR was performed. Patient was revived and non-abbott devices were implanted.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. It was noted prior to the procedure, the patient had a reduced ejection fraction. The physician asked the anesthesia team to start medication prior to the procedure to support heart function. Medication was not given. One clip was successfully implanted, reducing mr to a grade of <1. After the procedure, the patient had a cardiac arrest on the table. CPR was performed. Patient was revived and non-abbott devices were implanted.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported cardiac arrest appears to be due to procedure conditions. Cardiac arrest is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical interventions were results of case specific circumstances as percutaneous intervention (CPR) and life saving measures were performed. There is no indication of a product issue with respect to manufacture, design, or labeling.